Manufacturer narrative:
The pipeline flex has been returned and evaluation is currently in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for two unruptured, saccular aneurysms in the left paraophthalmic internal carotid artery (ica). The first measured approximately 5-6mm and the second measured 4-5mm. Landing zone artery size was 4.4mm distal and 4.7mm proximal. The vessel was severely tortuous. The devices were prepared as per IFU. The catheter was continuously flushed during the procedure. It was reported that the distal end of the pipeline flex was very slow to open. After further deployment, the middle section opened, but the distal section remained narrow. The pipeline flex was resheathed two times. Finally, the pipeline flex was recaptured and removed from the patient without any noted issues. A new device was implanted without incident. Post-procedure angiographic result showed slight stagnant contrast. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device evaluation the pipeline flex delivery system was returned for evaluation. As received, the device was within the microcatheter. For further examination, the pipeline flex delivery system was pushed out the catheter lumen. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent. Both ends of the pipeline flex braid were found fully open with damage on the distal end. Based on the event description and analysis findings, the report of pipeline flex failure to open on the distal end could not be confirmed as the received pipeline flex braid was found fully open. It is possible that the damage to the distal end of the braid may have contributed to the reported issue. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. The stretched pushwire indicates that the device was advanced and withdrawn against excessive resistance. It is possible that the patient¿s severe vessel tortuosity may have contributed to the resistance. However, the cause for resistance could not be conclusively determined. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.